Manufacturer narrative:
Device was not evaluated due to sample was not returned for investigation. (B)(4).

Event description:
It was reported that a patient presented an increase of greater than 75% in the ulcer area.